Manufacturer narrative:
Hypopigmentation and depigmentation after skin burn, unlikely to recover without further treatment. The report was submitted on 27.12.22 in thetest mode, and on 24.7.23 it was resubmitted in the production mode.

Event description:
It was reported about intense pain and discomfort of a patient after harmony xl treatment. Another patient had reported about hypopigmentation and depigmentation due to skin burn after harmony xl treatment.